Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent occlusion alarms. A supply change was performed resolving the occlusions. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl resulting loss of consciousness; cause was not known. Customer received assistance from paramedics to address low bg; however details and nature of assistance were not provided. It was also reported that the customer experienced an elevated bg level of 595 mg/dl with moderate ketone level identified as life threatening by a healthcare provider; cause was not known. Customer administered a manual injection to address bg. Assistance was received from paramedics to check bg, vitals, and deliver a correction bolus via the pump.